Event description:
Patient had two hsv 1 positive tests (index values = 1.15, 2.07) and three hsv 2 positive tests (index values = 1.35, 1.57, 1.31) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report mw5116156.